Manufacturer narrative:
Citation: varela-lema l post-introduction observation of transcatheter aortic valve implantation in galicia (spain). J eval clin pract. 2015 feb;21(1):34-42. Doi: 10.1111/jep.12225. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding post-introduction observation of transcatheter aortic valve implantation (tavi). All data were collected from multiple centers in 2009. The study population included 94 patients (predominantly female; mean age 82 years), 33 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients seven deaths occurred following the intervention due to cardiovascular causes, six deaths occurred within one year due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: conversion to open surgery, valve migration, post-procedure mean gradient of 10 mmhg, moderate aortic regurgitation, atrial fibrillation (afib), ventricular arrhythmia, heart block requiring a permanent pacemaker implant, stroke, thrombosis, myocardial infarction, endocarditis, tamponade, left ventricle rupture, hemorrhage, iliac/femoral artery lesions, and vascular access site complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.